Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 8/1/2016 for investigation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual investigation was performed and no damages were observed. Review of the data archive found multiple user advisory (ua) 41 (patient temperature sensor failure) error messages had occurred between 05/05/2016 thru 07/26/2016. The device did not pass functional testing. Upon powering on the device, the ua41 error message appeared. Further investigation found the temperature sensor to be defective. The temperature sensor was replaced and the device was functionally tested. The platform passed the 30 minute run-in test with no faults found. The autopulse platform is a reusable device and was manufactured in 2012. This type of issue found during inspection is characteristic of normal wear for the life of the device. The power distribution board was updated (unrelated to the reported complaint) to ensure that the autopulse platform remains current. The autopulse platform passed all testing criteria.

Event description:
During a shift check, it was reported that the autopulse platform (s/n (B)(4)) displayed user advisory 41 (patient temperature sensor failure) error message. No patient involved with this event. No additional information provided.